Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, the coating of the guide wire was found to be sloughing off. The target lesion was located in the superficial femoral artery. During preparation, the physician identified a hole in the balloon while aspirating air from a synergy balloon dilatation catheter. The device was exchanged for another of the same to complete the procedure. During the procedure, the zipwire had been used a couple of times and then placed back into the hoop. At some point, the physician retrieved the device from the hoop to use again and attempted to advance the zipwire into a non bsc 5fr diagnostic catheter. He was unable to advance the device and noted the coating of the wire had started to slough off. The device was exchanged for another of the same to complete the procedure. There were no pt complications reported and the pt's condition is reported as "ok". The synergy balloon dilatation catheter will be reported under the fourth quarter alternative summary report.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).